Event description:
It was reported by the patient that he can feel the device therapies and causes him "rapid burping". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.